Manufacturer narrative:
Exact date unknown. Event occurred 6 months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site even with lidocaine patches.

Event description:
It was reported that the patient was experiencing pain at the ipg site even with lidocaine patches. Additional information was received that the patients leads had high impedances despite reprogramming done. The patient underwent an ipg and leads explant procedure. All explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last six months from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2317500, model:sc-2317-50, serial:(B)(6), batch:(B)(6).